Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. One mitraclip was implanted. When the steerable guide catheter (sgc) was removed, a small right-to-left shunt was observed. There were no adverse patient effects. Because the shunt was small and there were no clinical symptoms, the procedure was completed after the observation. The mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. One mitraclip was implanted. When the steerable guide catheter (sgc) was removed, a small right-to-left shunt was observed. There were no adverse patient effects. Because the shunt was small and there were no clinical symptoms, the procedure was completed after the observation. The mr was reduced to grade 1.